Event description:
It was reported that the pt had high lead impedance on both normal mode and system diagnostics. No trauma or manipulation was reported. Physician decided not to program device off as recommended, as pt was fine and was still receiving some efficacy. X-rays were taken and sent to manufacturer for review, but have not been received to date. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.